Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 553445 lead, implanted: 1(B)(6) 997. (B)(4).

Event description:
It was reported that the device had unexpected longevity as battery depletion was indicated on the device. It was noted that the longevity of the device was three years and two months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.